Event description:
On 22-apr-2022, a spontaneous report from the united states was received from a consumer regarding a 34-year-old female nurse who used welly bravery badges. Medical history included prior use of welly health bandages without issue and a scratch on her leg. Concomitant products were not provided. On 21-apr-2022, the consumer topically applied a welly bravery badge bandage on her leg over a scratch. When she removed the bandage, it pulled off some skin. The spot where the skin was ripped off was burning, painful, and bleeding. For treatment she washed the area and applied neosporin, but it caused pain and irritation. Subsequently, she washed the area off and applied vaseline and covered it with a bandage. It was clarified that the affected area was 2 cm long. She was a nurse and felt that she could manage without medical advice. As of 22-apr-2022, the area felt better but when she knelt or squatted it felt achy. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is a single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health actually occurred.